Manufacturer narrative:
Analysis of the tined lead found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# 0210976770, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional, via the manufacturer representative, reported that during the implant procedure, there was no toe or anal response with the patient when the lead was implanted. Previously, when the surgeon used the needle in the left and right side, there had been good toe and anal response. It was stated that there was no ¿special problem¿ with the lead prior to using it. The surgeon tried the lead 4 times in different places, including the other side of the patient, but they had the same problem. There were no external factors that may have led or contributed to the issue. The lead was replaced and the patient had a good response with the toe and anal using the new lead. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.